Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, an attempt was made to deploy a vasoseal es. When the deployer attempted to retract the j segment of the locator it would not retract. The deployer stated that they tried to retract the j segment a couple or more time and finally thought that the j segment had retracted. The collagen was deployed and hemostasis was achieved within three minutes. The deployer inspected the locator and noted that j segment was no longer attached. The pt's groin was x-rayed and the j segment was seen in the groin. A vascular surgeon was consulted, but it was decided that the j segment should be left in the tissue tract. No pt complications were reported.